Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted on a later date. It was further reported that the aus device was explanted due to "mechanical perforation due to ignorant catheterisation during cardiac surgery." The patient experienced a sudden onset of urinary leakage following the cardiac surgery. There were no device issues or malfunctions and the patient healed well following the removal of the aus device.